Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device pending return.

Event description:
It was reported that during a vena cava filter placement procedure, the the leg of a filter allegedly went through the side of the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one denali jugular system kit was received for evaluation. Upon visual evaluation, filter was noted to be perforate through the sheath proximal to the hub and the distal tip of the dilator was noted to be damaged. Upon functional testing, the introducer sheath was cut in order to remove filter and legs were noted to be crossed and arm was bent out of shape. Therefore, the investigation is confirmed for the reported failure to advance and material puncture as hole to the introducer sheath with one filter limb partially sticking out and the investigation is confirmed for the identified deformation due to compressive stress as dilator distal tip damage was noted. A definitive root cause for the reported advance, material puncture and identified deformation due to compressive stress problem could not be determined based upon the provided information, the filter perforating the introducer sheath likely caused the reported advance issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vena cava filter placement procedure, the device was allegedly failed to advance and the leg of the filter allegedly went through the side of the sheath. The procedure was completed using another device. There was no reported patient injury.